Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that they were having some pain in the back of their quad of their leg and they were hardly voiding at all. They decreased the stimulation to 0.6 volts and noted no changes. Patient was advised to change from program 3¿ to program 4 and they were feeling the stimulation at 1.2 volts. It was unknown if the issue was resolved. They were redirected to their healthcare provider.¿ additional information was received. The patient reiterated having pain in their quad. They also stated that when they tried to void they couldn't and they were concerned the device was causing this. Additional information was received from the patient. They had reached out to their clinician regarding their pain and the clinician agreed to wire removal due to the pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience urinary retention prior to device use. Catheterization was not part of patients standard of care. The steps taken to resolve were the patient wanted electrode removed because they continued to have urinary incontinence and new left leg pain after stage 1 interstim electrode placement. The electrode would be removed. Additional information was received from the hcp on (B)(6) 2021. They reported additional steps were they attempted to reprogram the electrode less than 1 week after electrode placement. The electrode was removed and discarded.